Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The clip delivery system and the additional steerable guide catheter referenced are filed under a separate medwatch report numbers.

Event description:
This is filed to report the bubbles noted in the chamber below the hemostasis valve. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. During device preparation of the steerable guide catheter (sgc) (11116r228) there were bubbles noted in the chamber below the hemostasis valve while checking for leaks. The physician de-aired the sgc two more times, however bubbles were still found. There was no patient involvement as the sgc was replaced before entering the patient¿s body. The new sgc (11116r260) was inserted into the patient¿s body and the clip delivery system (cds) was advanced and placed medial on the mitral valve. Due to poor image quality and the patient¿s anatomy the physician failed to capture the posterior leaflet after multiple simultaneous grasping attempts. Due to the multiple grasping attempts, it was noted that the anterior gripper arm failed to be retracted. The clip arms were inverted, and the clip was successfully retracted into the left atrium and the cds was removed from the patient. Transesophageal echo (tee) confirmed that there was a silk like thrombus formation hanging near the sgc tip. Therefore, the sgc was removed from the patient¿s body. The patient¿s activated clotting time (act) was noted to be 275 seconds however an additional 1000 units of heparin was administered. The sgc was exchanged for a new one and the procedure was complete with two mitraclips implanted. The final mr was reduced to a grade of 1-2. The physician suspects that the thrombus formed from the jet lesion and the prolonged procedure. No additional information was provided.

Manufacturer narrative:
All available information was investigated, and the reported loss of fluid column was unable to confirm via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause for the reported loss of fluid column cannot be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.